Manufacturer narrative:
Results: no samples were received for evaluation. A complaint history check revealed no similar incidents for reported lot number 6146829. Conclusions: without a sample to examine, the customer's experience could not be confirmed and a root cause could not be identified. (B)(4).

Event description:
The 10ml bd posiflush¿ sp syringes were being used for hemodialysis. The customer hooked up syringe to the IV flushing line, but then the syringe plunger would not depress. There was no air. The customer stated the syringes are removed from the wrapper and plunged a bit to get the air out. Saline is still present and the syringe is connected to the line, but the plunger will not depress.